Event description:
It was reported that the anchor backed out post-implantation and was removed approximately 3 months later due to ongoing pain and a palpable prominence consistent with the anchor location. The backing-out anchor was removed via a second arthroscopic procedure. Intra-operative findings noted the cuff tissue was well healed, and no additional anchor fixation was performed. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h4; h6; h11. The reported event could not be confirmed due to lack of product/information. Visual examination of the provided photo identifies the anchor. Warping can be seen by the eyelet but this cannot be confirmed from the single photo. No product was returned or additional pictures provided; further visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the anchor was removed approximately 3 months after initial implantation due to ongoing pain and a palpable prominence consistent with the anchor location suggesting a partially dislodged anchor. The anchor that was backing out was removed via a second arthroscopic procedure. The cuff tissue was found to be well healed and so there was no need for additional anchor fixation, just removal of the previous anchor implant that had started to back out. Attempts have been made and additional information on the reported event is unavailable at this time.